Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 02/20/2024. An investigation was conducted on 02/20/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the harvesting device and interior and exterior of the cannula. The heater wire, c-ring, and gray silicone insulation of the jaws were observed to be intact with no visual defects. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it audibly and visibly snapped into place with no physical or visual difficulties. The harvesting device port on the cannula was observed to be occluded with dried blood. Resistance from the dried blood was noted when attempting to insert the harvesting device through the port into the cannula. Dried blood was observed on the jaws of the harvesting device when it was pushed through the port. After the dried blood was cleared from the port, the harvesting device was able to be easily inserted and retracted. The mechanical components of the device functioned with no issues. Based on the returned condition of the device and the results of the investigation, the reported failure "fitting problem" was not confirmed. The lot # 3000364309 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 cutting device was sticking in the cannula and not sliding as designed. New product was used to complete the case. No delay. No patient issues were caused.